Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of charging faults on all slots, was confirmed when the unit was checked by technical service (edc). Dried fluid residue and several burned (electrically damaged) components due to fluid ingress were found on main power supply and logic printed circuit boards (pcbs). The returned charger was repaired by replacing main power supply and logic board pcbs. Upgraded the system to the latest software version v3.07. Performed preventive maintenance. The unit performed all tests per service universal battery charger procedure; the unit successfully passed all required tests. The repaired universal battery charger (B)(4) was returned to the customer site. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The universal battery charger (ubc), serial number (B)(4), was shipped to the customer on 14jan2013. Heartmate universal battery charger (ubc) status messages associated with the event (red fault indicators) are addressed in the heartmate 3 lvas patient handbook and the heartmate ubc instructions for use. Keeping the heartmate universal battery charger away from water or moisture is documented for the customer in the ubc instructions for use. Periodic inspection of the heartmate charger as part of the heartmate 3 lvas checks are documented in the heartmate 3 lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a universal battery charger (ubc) was removed from use and sent to european distribution center (edc) for repair because charging slots were not working. There was an s0004 error. The ubc was used as a backup charger at the distributor's office when the issue occurred.